Event description:
Oversensing on the ventricular channel was reported. The patient was hospitalized and the lead was capped.

Manufacturer narrative:
Unable to verify lot # 3198983. It does not align with the reported material #. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion a supplemental report will be filed.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between (B)(6) 2023 recorded an initial stable pacing impedance of 600 ohms with a drop to <200 ohms at the end of recording period. Furthermore, a slightly fluctuating shock impedance of 100 ohms was recorded. The analysis of the provided iegm episodes revealed artifacts on the rv channel, which led to the reported oversensing. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.